Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 600 mg/dl. Customer was treated with manual injection. Customer was using insulin pump system within 48 hours of reported event. Customer did not allege that the insulin pump was under delivering. Customer stated that the cannula was bent. Customer stated that the drive support cap was normal. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, unomed inf set.